Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed an error message saying motorized movement is not available. The fse further found that the position of c-arm was frozen as the c-arm hit the wall. The fse advised the customer to completely switch off and on the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not able to perform motorized movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported.